Event description:
It was reported that poly would not seat onto the baseplate correctly. The surgeon tried it with 2 implants with different lot numbers multiple times and neither one worked. The surgeon used a size 10 and that implant snapped into place, without issue. Additional information 4/13/2021 it was reported that during a knee procedure, the ar-523-a109, poly would not seat onto the baseplate correctly. The surgeon tried it with 2 implants with different lot numbers multiple times and neither one worked. The case was completed using ar-523-a210.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion.